Event description:
It was reported that the doctor¿s the reporter worked with would no longer use the primary cell because of the square shape. There had been patients in the past, including this specific patient, that had eroded because of the shape and gotten infected. This patient had the entire system taken out. This patient¿s outcome and any further patients with the issue were no reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).